Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by customer the IV bag was empty down to the drip chamber and blincyto does have overfill in the IV bag to account for priming the IV set, to have the amount ordered to be administered, and avoid air-in-line issue and do not flush the infusion.

Manufacturer narrative:
4 photos were received with the customer's complaint of flow issues. The photos did not show the device in question and without further information like the affected sample for investigation the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.